Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a severe low blood sugar event, with bg levels dropping to 40 mg/dl, causing the patient to pass out. They believe they accidentally administered 5 units of insulin instead of 0.5 units. The incident occurred around (B)(6) 2025. The patient treated the low bg with chocolate, and the agent discussed the importance of using fast-acting carbs for treatment. The patient was using novolog insulin, with the pod located on the abdomen in automode, and a dexcom g7 cgm. The patient did not provide details about pod wear, log files, or pod information. There will be three good faith attempts to collect further information and follow up with the patient .